Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration, corrosion, contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have a segment of the conductor wire dislodged and sticking out from the yaw pulley location. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The instrument was also found to have damage of the conductor wire¿s insulation at the yaw pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. No signs of thermal damage were observed. Components adjacent to the dislodged conductor wire and damaged conductor wire insulation showed damage. The instrument was found to have a broken grip cable near the conductor wire. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed that the fenestrated bipolar forceps instrument had loose cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. No arcing was observed during the procedure. The customer reported that the instrument possibly did collide with another instrument or tool during the procedure. There were no problems removing the instrument through the cannula. There was no patient injury as a result of the instrument issue.